Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, it was reported that the distal locking screw broke after 4 months. Unknown if a revision surgery was performed. A single x-ray image was provided and reviewed which confirms the broken screw and continued non-union of a mid tibial fracture. No additional supporting clinical documents have been provided. Therefore, due to insufficient relevant clinical information, no further clinical assessment is able to be performed at this time. The non-union of the tibial fracture and related micromotion cannot be ruled out as root cause of the broken screw. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the distal locking screw broke after 4-months. Unknown if a revision surgery was performed.